Event description:
Event occurred in China.Damaged haptic after/during implantation.During intraocular lens (IOL) implantation, after the viscoelastic agent was injected, the IOL haptic broke while the lens was being advanced into position. The IOL was implantation. The IOL was cut into smaller pieces and removed. An IOL of the same model and specifications was immediately replaced, and the surgery was completed successfully. No harm was caused to the patient.It was reported that the surgery was completed successfully and that no harm was caused to the patient.Problem Code: A0414 - Material Split, Cut or Torn.

Manufacturer narrative:
This Initial eMDR is being submitted to the FDA for a reportable event that occurred Outside the USA.Haptic damage is indicated as a potential malfunction related to the IOL, as stated under the Warnings section of the product's Instructions for Use (IFU).Regarding Section H6 - Manufacturer's Codes for: Type of Investigation, Findings, and Conclusion are pending completion of product investigation.Once the product investigation is completed, a Follow-up Report will be submitted to FDA which will include the Manufacturer's Codes for Type of Investigation, Findings, and Conclusion.